Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this boxed device was thoroughly evaluated. No damage was noted to the box and seals. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components; no anomalies were noted during microscopic visual inspection. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a component on an integrated circuit. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that prior to an attempt to implant, several attempts were made to interrogate this cardiac resynchronization therapy defibrillator (crt-d) without success. The device was not used. Boston scientific technical services (ts) requested the device be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.